Event description:
It was reported that there was air in the patient line during fill one of seven on a homechoice (hc) machine. The home patient (hp) was connected when the air was noticed. The caregiver (cg) stated that the hp had disconnected from the hc and wanted to reprime the patient line. There was nothing found during troubleshooting that would cause or contribute to the air in the patient line. The technical service representative (tsr) explained that the line could not be reprimed now that active therapy had started and assisted the cg in ending therapy. The tsr advised the cg to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.